Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Explantation was performed but the device has not been received yet.

Event description:
The family came for a routine fitting to the clinic in turkey, however they did not realize that the user could no longer hear with the device. The user was re-implanted on (B)(6)2022 in iraq.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The family came for a routine fitting to the clinic in turkey; however, they did not realize that the user could no longer hear with the device.the user was re-implanted on (B)(6)2022 in iraq.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The family came for a routine fitting to the clinic, they did not realize that the user could no longer hear with the device. Re-implantation may be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The family came for a routine fitting to the clinic, they did not realize that the user could no longer hear with the device.